Event description:
It was reported that the patient underwent a surgical procedure to reimplant an artificial urinary sphincter (aus) following explant of their previous device for unspecified reasons. There were no patient complications reported. No further information is available at this time. Additional information was received indicating the previous device was explanted due to urethral erosion. It was noted the device was explanted at a different time than the procedure to reimplant the patient and is not expected for return. No further complications were observed.